Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wife had left a voice message indicating not applying necessary therapy. Caller have no further I nformation. The healthcare provider (hcp) called back stating the left implantable neurostimulator (ins) is the affected ins and the right ins is fine. Caller reports patient is seeing error code 1703 and 1098 today. Caller reports no recent medical procedure done recently per patient's chart. Agent reviewed error code 1703 and 1098. Additional information was received from the manufacturer representative (rep) stating they spoke to the caller in regards to the patient seeing error codes 1703 and 1098 saturday morning. Agent called patient's registered phone number and spoke to patient representative in regards to the error message they were seeing over the weekend as the patient is not talking very well. Caller reported the patient's symptoms include blurred vison, on/off headaches, tremors on the left, losing motor control on the left, and were starting to slow down/not move like they used to. The caller reported the patient noticed the error message on friday but started to experience blurred vision a few days prior to seeing the error message. The patient states they tried to increase the left side but it would not let them increase therapy. The caller states that the stimulation for the left side is usually at 2.8 and they were able to decrease to 2.7 but it would not let them increase the therapy back to 2.8. The caller reported the physician's assistant spoke to a rep and reviewed what the error codes meant. The caller confirmed they are trying to get the patient seen by the healthcare provider (hcp) this morning and if they are not able to will go to the emergency room.